Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage or/and user had an inaccurate reference.

Event description:
Customer complains of erratic results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 104mg/dl-112mg/dl fasting. Verified the strips expire 9/30/2017. Customer confirms the strips have been stored in the bathroom and were first opened on (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns:with all the results. Customer ran a couple test with the meter today (fasting ) 45mg/dl ,104mg/dl and 95mg/dl. Customer believes that the meter is not consistent. The readings are too high at times and too low to other times. Customer ran a control test when first time opened the vial of strips and the result fell within range. Meter time and date is not set in the meter.